Event description:
It was reported that the customer had an issue changing out the infusion set last night. Pump alarmed motor error when customer tried to do a fixed prime. Insulin pump will need to be replaced. Customer is on a back-up plan of a previous pump. No further assistance needed.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, and prime tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.